Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient was found unconscious with a blood glucose levels decreased to 27 mg/dl while wearing the pod longer than 48 hours. It was reported that the patient is also on peritoneal dialysis. The patient was treated with IV (intravenous) fluids, IV dextrose and IV antibiotics. The omnipod system was in manual mode at time of hypoglycemia. Patient was receiving more insulin with her basal settings in manual mode than what she was previously receiving in automated limited mode. The patient was released several hours later. The pod was removed by paramedics due to the issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.